Event description:
No additional information provided.

Manufacturer narrative:
The customer has returned 1 video and 1 photo, from which it can be identified that the catheter hub outside the metal wedge is leaking. This defect may involve the raw material (metal wedge, catheter hub) and the catheter hub swaging process. DHR/bhr review lot#3353576: this batch of products were assembled at intima ii auto line 3 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter hub. Please see the attached test report. Conclusion(s): from the returned video and photo, it is identified that the catheter hub outside the metal wedge is leaking. The root cause of this defect cannot be determined as there are no abnormalities in the process and retained sample, and no defective sample has been received for further testing. The plant will continue to track and trend for this issue.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc adapter defective/damaged due to the patient's poor appetite, parenteral nutrition support was required via intravenous infusion. At 10:15 a.m. On june 7, 2024, when the nurse was performing an intravenous indwelling needle infusion operation on the patient, the puncture had just been successful and the infusion tube switch clamp was opened. Exudation from the transparent tee of the indwelling needle. After inspection, it was found that the leakage was caused by the perforation of the transparent tee of the indwelling needle, so the product of the same manufacturer and batch number was replaced to complete the operation, and everything was normal.